Event description:
The healthcare professional reported that the proximal shaft of the 90 cm cerebase straight distal access (da) guide sheath ((B)(6)) became fractured; the physician was inserting a glidewire advantage® guidewire (terumo) through the cerebase and the proximal shaft cracked. There was no patient involvement / no negative patient impact. On 15-feb-2024, additional information was received. Per the information the lot number of the cerebase is 31174930. The intended procedure was a stroke procedure; the device did not have any interaction with the patient, the issue occurred during pre-op. The device was not replaced with another cerebase because the clinical account specialist informed the physician via text not to use the cerebase due to a recall.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.9: FDA correction/ removal reporting no.: (B)(4). A review of manufacturing documentation associated with this lot (31174930) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-apr-2024. The returned device underwent evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The device was observed fractured at 4.50cm from the ID band. No other damages were observed. The fracture was inspected under a microscope and it was observed that the internal braid wire was exposed. Elongation marks were noted on both edges. The other joints in the distal region of the catheter were intact, without obvious separations. The fracture surfaces of the vestamid shaft show stretching and tearing of the shaft material at the edges of the fracture, indicating material elongation and tearing. The braid wire appears to be well integrated into the polymer topcoat. Additionally, the brownish flecks of material indicate torn polytetrafluoroethylene (ptfe) still adherent to the topcoat. Both the tearing of the topcoat and remnants of adherent ptfe indicate a good fuse of the catheter in the distal segment. The inner diameter (ID) and outer diameter (od) of the catheter were confirmed to be within specifications. A manufacturing record evaluation was performed for the finished device 31174930 number, and no non-conformances related to the malfunction were identified. The issue regarding a catheter being fractured was confirmed based on the fractured condition found on the catheter. The catheter was received with a fracture of the vestamid shaft at approximately 4.50 cm distal to the ID band. This is a known failure mode of the catheter and can occur on a properly fused catheter. The catheter appears properly fused because the fractured section shows good integration of the braid wire to the overlaying polymer topcoat and robust attachment of the ptfe layer to the topcoat. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.